Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2014-product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, lot# serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information reported that the patient was seen on (B)(6) 2015 where it was noted they their stimulation was still ¿going great¿ and that they had no other sensations that were abnormal. The patient was noted as doing fine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they had rejected the ins. The patient mentioned that this had occurred with in a week or 2 of the placement (B)(6)2015. It was noted that it had been placed on the right side of their back. There were no further complications reported or anticipated.

Event description:
It was reported that the patient felt like her stimulator (ins) was ¿popping out of skin¿ and had pain over the ins. The physician examined the patient and the incision. There was no redness or warmth to trigger an infection. The strain relief loop was palpable from outside the incision. The patient also felt like this was going to pop out. A burning sensation was felt at the ins and the strain relief loop site. The leads were visible and palpable to touch. The patient had impedance testing and reprogramming at this visit as well. On (B)(6) 2015, the patient underwent a revision. The physician implanted the strain relief loop deeper in the fascia and moved the generator from the right side to the left, as well as implanted it deeper. As of (B)(6) 2015, the stimulation was going fine. The patient had a follow up scheduled for the week after. If additional information is received regarding the outcome, a follow up report will be sent.